Event description:
A (B)(6) male pt called zoll customer support to report that his monitor wasn't powering up normally. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering up normally) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the resets was isolated to an intermittent bga solder connect at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.